Event description:
A thoracic stent graft device was implanted in pt for the endovascular treatment of an thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported after successfully deploying the stent graft at the intended lesion the quick disconnect button was separated about 1 cm, however the physician was able to reattach the quick discount button. No additional clinical sequelae were reported and the patient is fine. Please note that this device is an investigational device and is similar to a device distributed in the united states.

Manufacturer narrative:
Evaluation codes, results: other- quick release button.